Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator immediately when the ventilator was powered on, motor faut, low pip and low ve alarms occurred. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was unable to duplicate the reported problem. A cause was not determined.